Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a procedure with the device, an endoscopic image disappeared and the subject device could not be turned the power on. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc for evaluation but was returned to an olympus service operation repair center (sorc) in japan. The evaluation of the device by the sorc confirmed that the reported event was reproduced and a circuit board of an electric power source was broken. Omsc confirmed that 69 months have passed since the device was manufactured. The exact cause of the reported event could not be conclusively determined. However, it is probable that the reported event occurred because the board was broken due to time-related deterioration.